Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice unit during dwell 2 of 4. The home patient (hp) stated she was connected at the time of the alarm and had not disconnected any time prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) explained the alarm to the hp and advised the hp to cycle power. The hp stated she would complete therapy with manual supplies. The tsr also advised the hp to notify the nurse of the alarm. On (B)(6) 2010, baxter product surveillance followed up with the hp's nurse. The nurse stated the hp was doing fine and reported no problems regarding this incident. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.